Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that during support of the impella cp that there was concern for gi bleed overnight and hemorrhagic shock. Gi was consulted but turned down for surgery and recommended medical management. The patient continued gi bleeding noted overnight with the need to transfuse packed red blood cells (prbcs).care was withdrawn and the patient expired.

Manufacturer narrative:
Product complaint # (B)(4). Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided.